Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead had high/undefined impedance. The impedance was also noted to be fluctuating and intermittent oversensing was noted. Reprogramming was performed to change device mode to vvi. The lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead had an insulation breach.